Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there were 9 investigations completed during this period. Breakdown of 9 investigation with serial numbers are as follows: (B)(4) no product returned. (B)(4) no product returned. (B)(4) haptic detached. (B)(4) no product returned .(B)(4) no product returned .(B)(4) no product returned. (B)(4) no product returned. (B)(4) lens cut, haptic damaged. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. Correction: correction to MFR report no: 2648035-2019-01136. 2 events from previous period were determined to be no more reportable. Following are the serial number which are no more reportable: (B)(4). There were initially reported that the number of events (noe) was 16 however the correct noe is 17 events. 1 event with serial number (B)(4)was inadvertently reported under model ar40m (MFR report number 2648035-2019-01137) instead under this one. No further information will be provided for them. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: breakdown of the 16 events of is as follows: lens damaged 5, haptic detached, lead haptic not folded 1, haptic detached 1, cartridge crack,lens damaged 1, haptic damaged, improperly loaded 1, folding issues, haptic damaged 2, haptic damaged 3, haptic detached, lens damaged 1, iol torn 1. Serial or lot numbers of suspect products: (B)(4). 6 investigations are completed, 10 are pending from the period. Out of 6 investigations performed, 4 had returned product and 2 had no returned product. Out of 4 returned product investigations, 1 had no issues identified, 1 had lens cut and haptic damaged, 1 had lens cut and haptic detached and 1 had haptic damaged. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 16 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.